Manufacturer narrative:
No other samples reacted unexpected negative with the same lots of capture reagents used during time of testing sample in question. Could not rule out sample as the cause of the unexpected results. Complaint was submitted after 3pm on product expiration day. DHR was ordered DHR review performed on capture r ready screen (3) lot r731 for c antigen status prior to release. (B)(6). No loss or deviations were noted prior to release. DHR quality review deemed all specifications as being met and released product to market on 07apr2016.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when testing a patient sample using capture-r ready-screen (3) (crrs 3) on the galileo echo. The patient has a history of anti-c.